Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2008 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently endometrial ablation and hysteroscopy due to abnormal uterine bleeding and stress incontinence. It was reported that patient underwent removal of sling by vaginal and thigh approach on (B)(6) 2011 due to right thigh pain and retained urethral sling. It was also reported that the patient underwent removal of the central portion of the sling (lateral arms remained) in 2010. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient had a mesh removal surgery on (B)(6) 2011.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.